Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a suction break during lasik flap creation the procedure was completed with a new patient interface.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the product lot was reviewed. No abnormalities that could have contributed to this event were found. Sample was returned. Failure analysis shows the reported problem cannot be reproduced with the returned patient interface. No deviation of docking or other issues can be detected. No problem was found with the patient interface. The reported problem cannot be confirmed. No problem with the returned patient interface. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).